Event description:
My medtronic 670g insulin pump cracked recently. This is the third 670g I have had that has cracked in the same location. The first time it cracked, tech support asked me if I was using the neoprene sleeve to protect it - I had never received such a thing and they sent me one along with a new pump and I started using it. Then, in (B)(6) 2022 I was away at a water park with my kids back in (B)(6) and my pump suddenly died completely. I took off the sleeve and there was a crack just like this one that had been hidden by the sleeve so I didn't see it and although the pump is supposed to be waterproof, obviously it is not with a crack in the case! I did not have my emergency insulin supplies with me, and was very lucky that a pharmacy was still open and I was able to get in touch with my doctor to call in prescriptions for me - had it happened later at night I would have had to go to a hospital for treatment. Again, I contacted medtronic about the problem, and they sent me a new replacement pump. I noticed a few days ago that pump #3 had a crack in the exact same place. I don't think I'm unusually hard on my pump - it gets bumped occasionally but it's not like I use it as a baseball or anything. I posted in a fb group for women with t1 diabetes asking if anyone else had this problem, and in fifteen minutes, 6 people commented that they had, including 3 people who also had this happen to 3 different pumps. There is clearly something wrong with the material they are using to make these pumps, and as my experience revealed, this has the potential to be life-threatening if it happens in the wrong place/time. FDA safety report ID # (B)(4).